Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the manifold is stuck. As stated on the repair statement additional malfunction on this device: alarms and shuts down.